Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt no longer had stimulation. The sjm representative attempted to reprogram the pt, but the issue was not resolved. An x-ray was performed, and it was reported the system looked to be correctly placed. The pt's physician was to be consulted about a possible replacement. It was reported the pt did not want a procedure. No further info is available at this time.